Event description:
It was reported the charge time on the device had suddenly increased and was high. The device was still below the elective replacement indicator voltage measurement but the device displayed an end of service message. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).